Event description:
It was reported that within one day of implant there was no pacing. The device was explanted and replaced. It was further reported that at the time when no pacing was observed, it was noted via x-ray that the lead had dislodged. The lead was repositioned and checked fine with the analyzer. After connecting the lead with the device, again there was no pacing. Therefore, the device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.